Manufacturer narrative:
Device alarmed during self test due to faulty issue with an electrical component on the circuit board. Unit had scratched display window and cracked display window corner.

Event description:
Customer reported a failed self test alarm on her insulin pump. Customer's blood glucose was 127 mg/dl. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer also stated their temp basal was not programmed before the alarm occurred. Customer was advised to replace their insulin pump. No additional information provided.